Event description:
The pump had a no delivery message on the display while customer was trying to deliver a bolus. It was stated the customer opened the reservoir door and found the driver arm was loose, then the driver arms were pulled and the whole drive assembly fell out.